Manufacturer narrative:
Device evaluation of battery charger/modem sn (B)(4) has been completed. The reported problem (resets) was confirmed. Upon investigation the charger/modem was resetting. Upon evaluation, the charger exhibited a failure at pld component u1003 and pxa component u104 on the c/a board. Root cause investigation including destructive testing is underway on devices exhibiting similar failures modes. Additionally, there was contamination on the battery pca and a shorted y1 crystal oscillator on the bedside pca. The damage to the oscillator was caused by the contamination. The root cause for the contamination was the ingress of an unknown liquid. No adverse event resulted from the defective battery charger/modem.

Event description:
A us distributor returned battery charger/modem sn (B)(4) and reported that the battery charger/modem was resetting.